Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter started reading inaccurately on (B)(6) 2016, and on (B)(6), he reportedly obtained alleged inaccurately high blood glucose results of ¿315 and 280 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of medications including levemir insulin and victoza injections. He indicated that after obtaining the alleged results on (B)(6), he administered an increased dose of 18 units of novorapid insulin. He reported that 2 days after the alleged issue began, he developed symptoms of ¿ringing in ears, itchy eyes, vertigo, lack of force (energy), feeling unwell and shaking hands¿. He reported that he self-treated his symptoms with ¿food and drink¿. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.